Event description:
It was reported that a pt suffered an anaphylactic reaction from an instrument soaked in cidex opa solution after undergoing a flexi-cystoscopy procedure. There are no details available on the pt conditon.